Event description:
During console check, the customer reported that the thermogard ivtm system (sn (B)(4)) shut down by itself. No patient involvement.

Manufacturer narrative:
The reported complaint that "the customer reported that the thermogard ivtm system (sn (B)(4)) shut down by itself" was confirmed during functional testing. The root cause of the reported complaint was due to a loose power module. Upon visual inspection, a loose power supply module was observed. This observed issue caused the thermogard system to not power on, thus confirming the reported complaint. No discrepancy found in the event log during review. The ivtm thermogard console failed the preliminary functional testing, no power due to a loose power module. To remedy the reported issue, the power module was replaced. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).